Manufacturer narrative:
(B)(4). Date sent: 3/2/2026. D4: batch # a97831. Investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with one jaw broken at bifurcation. The device was disassembled and evidence of corrosion was found throughout the broken area. Five (5) remaining clips were found on the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. Device history review: a manufacturing record evaluation was performed for the finished device batch a97831 number, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, while being used, the jaw was broken and did not fix. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2025. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.